Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm. Blood glucose level at the time of the incident was 18.7 mmol/l which was treated with an insulin pump bolus. Troubleshooting was completed for the no delivery alarm. During troubleshooting for the no delivery alarm, the infusion set did not have a bent cannula when removed. Customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. No harm requiring medical intervention was reported. The pump will not be returned for analysis.